Event description:
The customer observed an elevated atellica im ((B)(6) total hcg (thcg) lot 348 result that was considered discordant compared to repeat testing on a different atellica im. The sample is from a 25 year old female. The quality control was in range at the time of testing. The result was reported to the physician who questioned the result. The patient is not pregnant. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg (thcg) result.

Manufacturer narrative:
The customer from outside the united states observed a discordant elevated atellica im ((B)(6)) total hcg (thcg) lot 348 result that was considered discordant compared to repeat testing on a different atellica im. The sample is from a 25 year old female. The quality control was in range at the time of testing. The result was reported to the physician who questioned the result. The patient is not pregnant. The customer reported a falsely elevated discordant result on the atellica im total hcg (thcg) assay with reagent lot 348. On (B)(6) 2023, the sample initially resulted 17.6 miu/ml on atellica im ih00610. The same sample was repeated on another analyzer and the result was <2.0 miu/ml. The negative repeat result was believed to be correct. Biorad immunoassay plus quality control (qc) lot 85330 resulted within range on the day of this event. Review of the thcg calibration data showed acceptable results. Maintenance was up to date. The error log was analyzed, and no hardware issues occurred around the time of the discordant result. The sample was visually inspected and microfibrin and turbidity were observed. Based on available information, the cause of the discordant result is consistent with a sample integrity issue. Review of internal release data for atellica im thcg lot 348 shows acceptable performance. The customer is operational. The interpretation of results section of the atellica im instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."